Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a packaging issue occurred, it was stated that a component was incorrect. The customer reported that the tube disconnected and desaturation (spo2=10%) occurred without the possibility to use mechanical ventilation, right lung exclusion, which required urgent return of decubitus dorsal extubation and the new intubation with a conventional tube.